Event description:
The site has returned 19 therarest mattresses to kci because they were found to be defective. Some of the mattresses have foam that compresses too far causing the mattress to bottom out when the head of the bed is articulated to 40 degrees. In addition, some patients have been complaining of back aches on these mattresses. Representatives from kci have been on-site to investigate and have replaced the mattress sent back with an alternate model. The national director of sales is due to provide the hospital with findings from the defective mattresses returned.